Event description:
It was reported the lead was externalized confirmed via fluoroscopy. It was explanted and replaced.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 47.5cm was returned for analysis. External insulation abrasions were noted at 12.7-13.6cm and 13.5-13.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.